Event description:
The customer reported that during use of this handpiece, it would not shut off. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation. During testing, the evaluator found this device has the potential to operate on its own related to controller failure. An investigation into this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.